Event description:
Caller (customer's mother) reported the customer was hospitalized as a result of receiving low readings "in the range of 100 (mg/dl)" on the omnipod system when used with unspecified freestyle test strips. Caller further stated the customer was being treated with insulin based on said readings. Caller reported that on (B)(6) 2014, the customer was at work when he "lost sensation in his legs and feet and collapsed". Caller verified the customer did not lose consciousness. When the customer regained strength, he went home and experienced "vomiting uncontrollably". Customer self-presented to the emergency room and upon his arrival, his blood glucose was tested using the hospital meter and a reading was unable to be obtained. A lab draw indicated the customer's blood glucose was "over 1000 (mg/dl)". Customer was diagnosed with hyperglycemia, treated with insulin via intravenous infusion, and transferred to the intensive care unit (ICU) until his blood glucose was under control. Customer remained in the ICU until (B)(6), 2014. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The freestyle test strip lot that is referenced in this MDR is associated with an on-going recall. The FDA was informed of the field action per 21cfr806 (recall number 2954323-02/07/14-001-r) and affected consignees were notified by letter beginning february 19, 2014. Adc has identified that all non-applied voltage legacy blood glucose meters (0mv) may produce erroneously low blood glucose readings in the parkes error grid c or d zone that could potentially affect clinical outcome when used in conjunction with freestyle test strip lot within expiry. This issue only occurs when freestyle or freestyle lite blood glucose test strips are used with freestyle, freestyle flash blood glucose meters and the freestyle blood glucose meter built into the omnipod insulin management system and freestyle navigator. Note: the test strip lot number is unknown. All pertinent information available to abbott diabetes care has been submitted.